Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump over-delivered insulin while they were asleep, which caused a hospitalization for a blood glucose of 2.0. Mmol/l. Sixty units of insulin were delivered to the customer while they slept; the bolus history was checked and no insulin delivery was recorded. The patient's doctor was called and on the doctor's advise the patient treated with six glucose tablets and 500 ml of lemonade. The customer was advised to discontinue use of the pump and switch to insulin pens. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.